Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 73mg/dl, 118mg/dl. Tests were done < 10 minutes apart with a difference of 40mg/dl. Pt did not experience any adverse events.